Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The high blood glucose was 377 mg/dl at the time of incident. The current blood glucose was 402 mg/dl. The other relevant blood glucose level was 500 mg/dl and 491 mg/dl. The customer was treated with bolus first and then manual injection for high blood glucose. Troubleshooting was performed for high blood glucose under delivery. The insulin pump will not be returned for analysis.